Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was over 800 mg/dl. Customer stated that he had the flu, was throwing up every half hour and was dehydrated prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.